Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with a belt) has been confirmed. Upon investigation the monitor was unable to properly obtain and ECG or therapy electrode signal from an electrode belt. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was unable to communicate with an electrode belt.